Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient called the paramedics then went to the ER (emergency room) with hypoglycemia. The patient's blood glucose levels reached below 40 mg/dl while wearing the pod for an unknown amount of time. The patient stated the treatment was like a checkup, where medical professional run tests for the type of treatment provided. The patient was released the same day. The patient was still wearing the pod when they sought medical assistance..